Event description:
It was reported that an exalt model d single use duodenoscope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones on (B)(6) 2024. During the procedure, there was a blue circle in the screen blocking the visibility. A second exalt model d scope was used to complete the procedure. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.